Manufacturer narrative:
Analysis of the device confirmed the complaint. Visually, the distal tip had broken off the inner cutter which would have resulted in the reported event. The portions that became detached measured approximately 0.24¿ in length. The break occurred at the first proximal tooth valley. The outer assembly was deformed in such a way that indicates the inner blade teeth impacted the outer teeth at the 3rd proximal valley while moving in a cw direction which resulted in the observed break. There were no signs of misuse or mishandling. There was no evidence of concentricity issues or bends in the tube / shaft. There was uneven wear at the cutting tip which may indicate an interference fit between the inner and outer assemblies at the tip. If information is provided in the future, a supplemental report will be issued.

Event description:
A customer reported that the blade broke during a case. The break was located at the tip of the blade but did not result in any fragments in the patient. There was no additional intervention to retrieve any fragments. An additional blade was used to complete the case and it was the initial use of the blade. There was no patient impact reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.